Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had no pressure signal source. There was no patient involvement and no injury or harm reported. A getinge field service engineer (fse) reported that the customer mentioned one pin inside the pressure signal line was broken. Additionally, it was noted that no onsite repair service was provided and the customer informed the fse that the device is working properly.